Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose levels. The customer went to the emergency room on (B)(6) 2016. She experienced a high blood glucose level of 518 mg/dl. The customer was nauseous. She also had issues with the backup plan. The device was not returned.